Manufacturer narrative:
All buttons functioned properly during testing. However, the insulin found moisture damage on the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not working correctly when attempts were made to clear an alarm. Customer's blood glucose was 85 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.